Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was described as "violation of aseptic technique". On an unreported date, the patient was hospitalized for the event. On an unreported date, the patient was treated with unspecified antibiotics (ongoing, doses, routes and frequencies were not reported) and prophylactic antifungal (doses, routes and frequencies were not reported) for peritonitis. One day after receipt of this report, the patient was discharged from the hospital. At the time of this report, antibiotic therapy was ongoing at home and the patient was recovering from the event. Pd therapy was ongoing. It was not reported if the caregiver was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
The peritonitis occurred on an unspecified date about "25-26 days ago". This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: upon follow up, it was reported that the antibiotic treatment was completed and the patient was recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.